Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 50 mg/dl. Juice/food was consumed to address bg. Customer was not sure what caused low bg; however, contact alleged pump was the cause. Tandem technical support reviewed pump data and found that 3 boluses were delivered. Upon follow up, customer admitted to performing override boluses (purposely) to address a bg of 250-319 mg/dl. Contact acknowledged low bg was not due to pump or supplies, but due to the customer override boluses.